Event description:
The distal part of the reamer broke where it connects to the reamer head. Some fragments were left in the pt.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided; as the lot number required to review the device history records was not provided. A search of the complaint database found no prior reports for this product number. The investigation could not verify or draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.